Event description:
A user facility registered nurse (rn) reported to fresenius that a patient experienced blood loss after the 2008t machine alarmed with a '24v battery' error during their hemodialysis (hd) treatment. It was reported that the machine was pulled from service and that the patient was unable to complete treatment. Additional information was requested, however a response was not received. The patient's estimated blood loss (ebl) was not provided. It was not indicated during initial reporting that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported issue. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A full records review could not be performed as the serial number of the machine was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.